Event description:
It was reported that on (B)(6) 2019 the system was explanted and replaced due to reported rv lead fracture. The physician was not able to find an adequate location for an lv lead therefore the lv port was plugged. The patient will be evaluated for an epicardial lead implant. It was later noted that two epicardial leads were placed, a ¿y¿ adapter was used, and the lv was programmed unipolar.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. No further information available.

Event description:
Related manufacturer reference number: 2938836-2019-04879. It was reported that noise on the rv and ra leads were observed. The patient has a pending appointment with the physician to discuss extraction.

Event description:
New information notes that the patient condition was fine before, during and after the event.

Manufacturer narrative:
The reported event of noise was confirmed. As received, a complete lead was returned in two pieces. Electrical testing found an indication of an internal short. Further analysis found an internal insulation abrasion breaching all the lumens at 6.0cm to 6.4cm from the distal tip beneath the right ventricular shock coil with one ring electrode cable coating abraded in this location. The cause of the reported event was isolated to the internal insulation abrasion breaching the cable coating of one ring electrode cable under the right ventricular shock coil.